Event description:
The manufacturer received a voluntary medwatch (mw5102119) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information the patient states, " I inserted a long metal bobby pin into my hair and used the machine. Before I fell asleep, I felt a jolt of electricity seemingly to come from my heart through my right breast and through the nipple. My at home EKG showed wild activity. Even though I have afib, the electrical signals were never that wild. I was sore for about a week, and the symptoms all went away finally. I reported this to the healthline office where I got the machine, as well as to my cardiologist. I have not slept with any pins or anything else in my hair since. No further problems of that nature to report. I understand there is a recall in effect, and I have stopped using the machine. I am hoping to get another machine not affected by the recall. I believe the recall involves foam material". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.